Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address acetabular revision for metallosis, synovitis due to osteolysis (only 50% coverage acetabular component identified), and necrosis of greater trochanter also identified from metallosis.

Manufacturer narrative:
Patient was revised to address acetabular revision for metallosis, synovitis due to osteolysis (only 50% coverage acetabular component identified), and necrosis of greater trochanter also identified from metallosis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.